Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2017 with the following findings: during investigation, a visual inspection confirmed moisture is visible behind the display. The display was found to be blank from moisture damage. Unrelated to the original complaint, the battery compartment was found to be cracked. A leak test was performed and failed due to the cracked battery compartment. The pump was opened and moisture damage was observed on the printed circuit board.